Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the complete left ventricular assist system disconnect and ensuing system stoppage. A direct correlation between heartmate 3 left ventricular assist system, (B)(6) and the patient¿s outcome could not be conclusively determined through this evaluation. The event log file extracted from the returned system controller revealed that power was removed from the system controller on (B)(6) 2021. The pump was supported by the system controller¿s backup battery without issue until the backup battery fully depleted, causing the pump to stop. The pump appeared to function as intended. The account communicated that the patient was found with the left ventricular assist device disconnected. The family declined autopsy; however, it was communicated that the patient¿s death was determined to be a suicide. (B)(6) was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook contain important warnings pertaining to pump stops and explain all visual/audible alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document 100169835, rev. C, and the heartmate 3 left ventricular assist system patient handbook, document 10006136, rev. C, are currently available. The IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The IFU also has a section that explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. Section 6 "patient care and management" contains information regarding restarting the pump. Including information that "if the pump stops, connect to external power immediately. The heartmate 3 pump will not re-start unless external power is applied to the system controller. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources.¿ the patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient committed suicide by disconnecting from lvad. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased disconnected from the lvad (left ventricular assist device). No audible alarms were heard. No further information was provided.